Event description:
As reported, approximately 2 years post op the initial left tsa, this female patient was revised due to infection. This was a suspected infection as both the glenoid baseplate and humeral stem had become loose. The patients glenoid had completely eroded so the surgeon decided to remove all implants and put a spacer in situ until the infection was cleared. Spacer was removed on (B)(6) 2022 and replaced by hemi prostheses. All implants were removed from patient. The reported event did not lead to a surgical delay/prolongation. Patient was last known to be in stable condition following the event. Devices will not be returning.

Manufacturer narrative:
Pending evaluation:concomitant device(s): 320-15-05, 6409958-eq rev locking screw321-20-00, 6433908-equinoxe reverse shoulder drill kit, 320-01-36, 6260919-36mm glenosphere 300-01-09, 6245603-equinoxe, humeral stem primary, press fit 9mm 320-20-00, 6519696-eq reverse torque defining screw kit 320-10-00, 6460789-equinoxe reverse tray adapter plate tray +0 320-36-00, 732286-36mm humeral liner +0 unconstrained

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. The most likely cause of device loosening was infection.